Event description:
It was reported via repair work order that the cot could not be locked into the fastener due to a damaged retaining post screw, which would cause the retaining post to become detached. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.